Event description:
It was reported that a stent fracture and thrombosis occurred. The patient presented with percutaneous coronary intervention. The right coronary artery (rca) was totally occluded, mildly tortuous and severely calcified. A 2.75 x 38 synergy stent was used in the distal rca and deployed at 14atm. The 3.0 x 48 synergy stent was moved proximal making sure it was overlapping, and was deployed at 14atm. Finally, a 3.0 x 12 stent was placed. The stent was post dilated using a 3.0 x 20 nc balloon at 14-20 atm. The wires and temporary pacer were removed. However, after a month, the patient returned with stent thrombosis. It was noted the 3.0 x 48 synergy stent was fractured at the distal portion, which was confirmed via angiogram. The device was not attempted to be removed, and the procedure was completed by placing another stent. The patient was fine.